Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for spinal cord stimulation and a history of failed back surgery syndrome. It was reported that the patient¿s device was charged, but he could not get stimulation on. It was noted that a door hit the patient in the back a few days prior to (B)(6) 2017, and it was acting up since. The patient tried to turn the device on with both the programmer and the recharger. The rep was to meet with the patient on (B)(6) 2017. The issue was not resolved as of (B)(6) 2017. No surgical intervention occurred or was planned. The patient was alive with no injury. The issue occurred during normal use. Additional information was received from the rep. It was reported that impedance values were out of range. The rep was able to get stimulation on the 8-15 lead. Electrode impedance values tested at 3.0 volts amplitude, 80 microseconds pulse width, and 100 hertz rate using electrode 7 as the reference were provided: electrode 0 ¿ greater than 40,000 ohms, electrode 1 ¿ 30,067 ohms, electrode 2 ¿ greater than 40,000 ohms, electrode 3 ¿ greater than 40,000 ohms, electrode 4 - greater than 40 ,000 ohms, electrode 5 - greater than 40,000 ohms, electrode 6 - greater than 40,000 ohms, electrode 8 ¿ 34,366 ohms, electrode 9 ¿ 35,139 ohms, electrode 10 - greater than 40,000 ohms, electrode 11 ¿ 34 ,748 ohms, electrode 12 ¿ 34,748 ohms, electrode 13 - greater than 40,000 ohms, electrode 14 ¿ 35,539 ohms, electrode 15 ¿ 35,139 ohms.

Manufacturer narrative:
Analysis of the ins serial# (B)(4) found that the ins was functionally okay and there were insignificant anomalies. Analysis of the lead serial# (B)(4) found all conductors were broken 26.1 cm from the distal end. The lead was broken at the injex anchor site. Analysis of the lead serial# (B)(4) found all conductors were broken 26.1 cm from the distal end. The lead was broken at the injex anchor site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was scheduled for a lead revision on (B)(6)2018. The patient¿s implantable neurostimulator (ins) was explanted and would be sent back for analysis. It was noted that the patient was implanted with a new paddle lead and was doing well. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from rep. Rep stated that patient called them (B)(6)2017 and stated he cannot get stimulation. Patient was going to be evaluated (B)(6). On (B)(6) 2017 additional information received from rep stating that impedances where greater than 40000 and not able to set stimulation. Patient was referred to their hcp and was going to make an appointment to talk about lead revision. Patient had several falls. The cause of the high impedance is unknown. The rep said the leads can be sent back but no date yet and that previous implanter was aware. No further patient symptoms or complications were reported in this event.